Event description:
It was reported that this inflatable penile prosthesis was removed due to fluid loss over time. Upon explant it was noted the cylinders were completely frayed and saline slowly leaked out of it. A new inflatable penile prosthesis was implanted. No patient complications were reported.